Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 94546) leak" was confirmed during the functional testing of the returned catheter. Bonding leak was observed at the proximal end of the medial 2 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial 2 balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 94546.

Event description:
During patient treatment, the user observed saline loss into the patient due to quattro catheter (lot # 94546) leak and noticed empty saline bag. The issue occurred during maintenance phase of the ivtm therapy. The dwell time of the catheter was 84 hours. The user replaced the catheter and the treatment was continued without any issue. No known impact or consequence to patient information was available.